Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00214. It was reported that the patient had 1 lead that had high impedance. The patient denied any trauma/falls. Surgical intervention took place wherein the patient had 1 lead explanted and replaced. Therapy has been restored postoperatively. It is unknown which lead had the high impedance and was explanted therefore both leads will be reported on.